Event description:
The pt received the ptgbd in preparation for a forth-coming surgery. However, inflammation did not subside, therefore, the dr used the catheter over an extented period of time (at least 30 days). When removing the catheter, the dr noted a portion of the catheter remained in the pt. The fragmented tip was surgically removed at a later date. Co was further advised the catheter was within the pt for a period of at least 30 days.